Event description:
It was reported that a handpiece failure occurred when burring the femur. The handpiece was recalibrated but the drill did not fully advance when homed: it was stopping short of fully extending each time. The drill was taken out and rehomed. This time it went through the entire range of motion, so the drill was put back in, attempted it again and it stopped short once again. The handpiece was swapped out using the same drill and there were no issues. As this happened during a demonstration, no case was involved.

Manufacturer narrative:
H10, h3, h6: the device, intended for use in treatment, was returned for evaluation. Visual and functional inspection confirmed that the handpiece had a bent drill guide support. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established.